Event description:
The user facility reported that an employee received a "light electric shock" while cleaning their amsco drying cabinet. No medical treatment was sought or administered and the employee continued working.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the amsco drying cabinet's power cord required replacement. The technician did not observe visible damage externally on the power cord or plug however, based on results of continuity testing the power cord may have exhibited internal damage. The technician removed the drying cabinet from service and is awaiting a replacement power cord. A 3-year complaint review confirmed this to be an isolated event. A follow-up report will be submitted when the drying cabinet is returned to service.